Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached an unknown level. It was reported that the patient had to remove their pod early and was having problems with fedex to receive there shipment of additional pods. The patient ran out of products causing them to seek medical attention. The patient was treated with a shot of short-acting insulin while in the emergency room. The patient was released the same day.